Manufacturer narrative:
The technician replaced the siderail assembly to repair the bed.

Event description:
Information received indicates the right head siderail is not latching due to a broken weld.